Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B) (4) no anomalies found. The full lead was returned and analyzed. The lead was returned with the helix fully extended and the distal conductor distorted within the connector. It was also noted the helix/lobe was distorted/bent, deformation/fracture in 5 cm prox section of the inner coil and extension problems.

Event description:
It was reported that during the implant procedure, the lead was repositioned three times due to low sensing. It was not possible to extend the helix any further therefore the lead was taken out and the screw tested demonstrating lack of movement. It was also noted the helix had not been turned more than 20 turns. The device was not implanted. No patient complications have been reported as a result of this event.